Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the power module stopped supplying power when attached to the patient. The patient's pump was running on the internal battery while the patient changed himself to the batteries. The patient was placed on the backup power source.